Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the battery status mol2. The device was implanted for 63 months and 32 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms, noise was observed in the ventricular as well as the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, in the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional.

Event description:
Ous MDR - after an implantation period of about 63 months, it was reported that the patient expired. At the moment no further details with regard to the patient's death are available. Therefore it cannot be determined if the device was contributory to the patient death. Should we get more information, this report will be updated.